Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the separation of the lock lever cap. It was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve. When the clip was unlocked, the lock lever cap dropped on the table. It was observed that the cap had split where it screws on. The cds was removed from the anatomy and was replaced. A new cds was used to complete the procedure. One clip was implanted, reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Patient codes: device codes: internal file number (B)(4). Evaluation summary: all available information was investigated and the reported broken lock lever cap could not be inspected in a testing environment as it was not returned. The reported cap detachment was confirmed as the cap was detached from the device and not returned due to the identified broken lock lever. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, it is likely that the account interpreted the lock lever break as cap break. The cap detachment was due to the identified broken lock lever. The investigation determined the broken lock lever appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.